Event description:
A report was received that a pt was burned by the charger while charging her ipg. The pt's physician determined that the pt had a first degree burn with no blistering. An ulceration was present which was drained. A culture was done on the drained fluid which showed staph infection. Pt was treated with silvadene cream and doxycycline and is reportedly doing well.

Manufacturer narrative:
The charger passed visual inspection tests performed. The charger passed acceptance testing. The complaint of overheating could not be confirmed. All temperature readings of the charger surface were within acceptable limits while it was charging a test ipg. Internal visual inspection found a fractured solder joint on c28, this failure does not contribute to the reported event. This is the final report.